Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Review of the device found no apparent damage. A conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "the implants can loosen or be damaged and the graft can fail when subjected to increased loading associated with nonunion or delayed union." Number 3 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported a patient underwent an anterior cruciate ligament repair procedure on (B)(6) 2015. During the procedure, the anchor loosened. Another anchor was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent an anterior cruciate ligament repair procedure on (B)(6) 2015. During the procedure, the anchor loosened, the button fractured and the sutures were damaged. Therefore, another anchor was used to complete the procedure.